Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue related with wd15claro washer disinfector. As it was stated, there was a leakage of both water and detergent from the machine. Due to the leak the staff slipped and hurt her knee. Additional treatment as a consequence of the event was not applicable, however it was decided to report this issue based on the potential and in abundance of caution as the slipping could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
When reviewing reportable events, we were able to establish that this issue is the first reportable customer product complaint where a person slipped on the wet floor due to the water or/ and detergent leakage from the wd15 claro washer disinfector. The event was reported to the competent authorities in abundance of caution and based on the potential of serious injury if situation would reoccur. The product directly involved in the incident is wd15 claro washer disinfector with the serial number (B)(6). Manufactured on 17th december, 2012. Upon incident occurrence, the device was not under getinge preventive maintenance agreement since 2014. The getinge service technician visited the facility after the alleged situation took place. The washer disinfector was not turning on due to blown fuse. The inspection concluded that the fuse was blown due to previous leakage of the water on the electronic parts. The problem was resolved by changed fuse. After the device was running again, despite the effort, the service technician was not able to find the source of the leakage. However as a precaution purpose, the technician tightened water elements, coupling, connections and returned the washer disinfector to the usage in fully operational state. The information collected to date and as a result of the performed investigation allowed us to establish that the most probable root cause was related to the washer disinfector not being serviced by the third part up to the manufacturer specification. We believe that if the maintenance scheduled is followed all leaks are to be found and addressed timely. Thus all potential risks like slipping hazard and or damage of the electronic parts are mitigated. It was established that when the event occurred, the affected device has not performed as intendent, as the fuse was blown and the device was not turning on. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer reference number: (B)(4).